Event description:
The event occurred during october, 1996. Details of the therapy were unspecified. The ultralite-1.8f flow-directed micro catheter was used in the pt for glue embolization within the cerebral vasculature. The catheter accessed the treatment region and the glue embolic was slowly injected through the catheter. Upon attempting to remove the catheter, it was noted to be entrapped within the vessel. The physician pulled hard enough on the catheter to severe the distal soft-shaft from the proximal shaft. The distal shaft remains within the cerebral vasculature. There were no subsequent clinical sequelae to the pt due to the unretrieved distal shaft. The remaining proximal section of the catheter was not available for return.